Event description:
It was reported that the user announced meals more frequently than recommended and was coached through a factory reset to address device use concerns, after which the ilet was successfully reconnected to the user¿s phone. Symptoms included no reported hyperglycemia or hypoglycemia associated with the meal announcement pattern. Outcomes included no medical intervention or hospitalization. Investigation included user education, guided troubleshooting, and a factory reset with successful reconnection. Investigation of this case revealed correctable use-related behavior, with the device operating as intended following reset and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error mitigated through education and standard troubleshooting.